Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the implanted neurostimulator is not holding a charge since 2- 3 weeks ago. Patient stated they are not able to charge the implant. Patient stated the stim itself is charge and then the stim is automatically not charge and stim is dead. Patient and caller said the ins will be charged up to 60% and next morning the ins will be empty and the ins haven't been on for a week. Patient services specialist asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger. Patient started charging the implant and controller showed controller low, recharge the controller battery. Patient service confirmed there is green light on the ac power supply cord. Agent asked if patient had fall or trauma and patient said she has falling. Agent had difficulty following the information patient was providing. Agent reviewed device function and reviewed if the ins is charge up and therapy is not on and the ins is depleting to empty, patient will need to consult with hcp ofc for next steps. Patient stated they spoke with hcp ofc and was told to call the manufacturer. Agent recommend recharging the controller then charge the ins and note any codes or messages on the controller screen and callback for assistance if necessary. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to the stim not holding a charge. Not able to charge, and the stim was dead is that they had a change of program, and not being able to charge. Discharging within a couple of days (1 or 2 days). The steps taken to resolve the issue is that the patient changed programs. Attempted multiple times to charge and finally took full charge. It is holding a charge for approximately a week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.